Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: the black box showed no evidence of a load step malfunction. A call service 064 alarm in the black box was observed due to an occlusion during the prime step. The pump force sensor was found to be within specifications. Investigation was unable to duplicate the alleged large prime or load step malfunction. Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas for evaluation. When investigation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump primed the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.